Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A team lead ran all device events report and results revealed remove performed on date for patient orders to resolve the issue. The system functioned as intended after the team lead troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had patients that were not reflecting on station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.